Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had pocket site pain. The patient reported that she was going in for a procedure and while she was being transferred the stimulator was banged hard against a railing. No diagnostics were done and anti-inflammatory injections and creams were applied. The symptoms did not improve and a pocket revision was performed that moved the battery about two inches lateral. It was unknown if the issue was resolved at the time of the report. Further information received from the representative reported that the pain was resolved. The patient had stated that the previous pain was better, but she still had typical post-surgical soreness.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.